Event description:
The physician attempted to utilize the embolectomy catheter. The balloon split and the patient was unharmed. In attempt to utilize the second catheter, the balloon of second catheter ruptured.======================manufacturer response for fogarty #1, fogarty (per site reporter).======================currently contacting representative.======================manufacturer response for fogarty #2, fogarty (per site reporter).======================currently contacting representative.